Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the 355sd trocars would not lock (arm) to expose the blade. Another device was used to complete the case. There was no consequence to the patient.